Event description:
The pt was awakened up by their spouse at approximately 1:00 am because pt "didn't look right." While awake the pt was experiencing slurred speech, anxiety, and "hazy eyes." Spouse tested the blood sugar and obtained a result of 110 mg/dl. Spouse then called the paramedics 30 minutes to 1 hour later. When they arrived they tested the blood sugar and obtained a result of 37 mg/dl. Pt was given glucose and felt better afterwards. Pt's spouse tested on the meter after the paramedics tested and the pt's spouse stated that the meter read 80 points higher. Two control solution tests were performed and both tests fell outside of the control range. The test strips and control solution have been replaced for the pt. The case is being reported as malfunction because the pt was already experiencing symptoms upon testing and pt's spouse does not remember what occurred prior to 1:00 am. Therefore there is no evidence that the meter caused or contributed to the serious injury.